Event description:
An angiosculpt crossed a severely calcified lesion in the proximal right coronary artery (rca) and was inflated and deflated successfully within the lesion. During an attempt to retract the angiosculpt into the guiding catheter, the scoring element struts became caught on the calcium and seemed stuck in the calcified lesion. As a result, significant force was exerted in an attempt to remove the device. Subsequently, a catheter shaft separation occurred leaving the distal balloon portion of the angiosculpt inside the pt. However, the detached distal balloon portion was successfully retrieved using a guideliner. No further treatment was required at the end of this procedure. There was no pt injury.

Manufacturer narrative:
The device was not made available for return to angioscore, thus the actual device involved in the incident could not be evaluated. Retained device components is a potential adverse effect of coronary angioplasty procedures and is listed in the angiosculpt device IFU. However, in this event, the detached component was successfully retrieved without further incident.